Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Product was returned and evaluated against the complaint. The jack screw is missing from the body and was not returned. No fracture was observed to the proximal body. The complaint cannot be confirmed without physical evaluation of the jack screw. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an initial hip arthroplasty, the instrument fractured during normal use. No pieces fell into the patient.

Manufacturer narrative:
Once the investigation has been completed, a follow up MDR will be submitted.